Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring placement of a chest tube and hospitalization. The biopsied lesion was 1.5 cm in size and located in the left upper lobe, anterior segment. Biopsy tools used included a cytology brush (other brand) and bronchoalveolar lavage. The imaging modalities used were c-arm fluoroscopy, imaging modalities included a cone beam and radial endobronchial ultrasound (ebus). Staging utilizing ebus was performed. The diagnosis obtained from pathology was adenocarcinoma (malignant). There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
A review of the available logs did not find any errors that were relevant to the reported event.